Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient had refractive lens miss. The iol was exchanged for unspecified atiol lens. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of qualified associated products. The product investigation could not identify a root cause for the reported complaint. The account indicated the product was not available to evaluate. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company lens (1.50cyl), 21.5 diopter, (1.5 extended depth of focus) lens was replaced with an unspecified atiol lens model due to a reported "refractive miss." No additional information has been provided at this time. Due diligence has been performed in an attempt to obtain further information on this event. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).